Event description:
Information was received from the consumer, regarding a female patient receiving intrathecal morphine via an implantable infusion pump (concentration, dose, and rate were unknown). The indication for use of the device was for non-malignant pain and complex reg pain syndrome type 1. It was reported that in (B)(6) 2015, the patient's pain gradually got worse and they were admitted to the hospital due to pain. The patient was told that it was not related to the pump, but the patient believed it was. It was noted that the "pain is way up there." The patient was instructed by her traveling nurse to use the personal therapy manager (ptm), but they had lost the ptm. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l41568, implanted: (B)(6) 1997, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).